Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator q lock failed to open. The field service engineer (fse) had reseated the cable to the remote manager, tested the system, and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini refrigerator q lock failed to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.